Manufacturer narrative:
Update data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one static image was provided for review of the event. During the deployment attempt an infold was observed (image 1). Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the infold. Updated: a2, a3a, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the infold was observed on the initial deployment attempt. The valve was recaptured once and was subsequently withdrawn from the patient.

Event description:
It was reported that the medtronic transcatheter valve (evproplus-34) was loaded by the medtronic field representative present at the procedure. Visual and tactile inspection of the capsule was performed and the valve appeared properly loaded. The fluoroscopic loading check showed a frame overlap to node 3.5. During the attempted implant, infolding was visible at 80% deployment, which warranted exchange of the valve and delivery system. The loading system was re-used to load the new valve (another evproplus-34). Since a new valve had to be loaded, the procedure was delayed by approximately ten minutes. No adverse patient effects occurred.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop34; product lot/serial number: (B)(6); product type: heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review updated: the patient¿s executive summary was included permitting a full anatomical assessment. Patient¿s aortic valve appeared to be mildly calcified with an annulus perimeter that measured 86.5mm with a perimeter derived diameter of 27.5mm suggesting a 34mm evolut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.